Event description:
At the end of a left distal superior femeral artery angioplasty and stenting procedure, without the use of the dilator, the flexor raabe guiding sheath was being removed when it got caught on some calcium at the iliac bifurcation and tore in half leaving the ribbon wire coils trailing out of the access site. After approximately 3 hours the physician was able to remove the torn sheath from the patient. Per the cook representative, who was at the procedure, no fragments were left in the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4).